Event description:
A report was received that the patient underwent an ipg replacement procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the reason for the revision procedure was device upgrade due to physician's preference. The patient was reportedly doing well postoperatively. Sc-1110-02 (sn: (B)(4)) device evaluation indicated that the device passed all the tests performed.

Event description:
A report was received that the patient underwent an ipg replacement procedure for an unknown reason.